Event description:
It was reported that the patient underwent ablation procedure about six months ago wherein the device was not placed into surgery mode. Subsequently the ipg lost communication with external devices. Next course of action is undetermined at this time.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. The patients weight remains unknown.

Manufacturer narrative:
Corrected data: h9, the fsca number has been added.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.